Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the 97755 rechargers (rtm) (serial number (B)(6) ) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:  brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient has been having a lot of trouble with the controller for the past month. Patient stated she went to the healthcare provider (hcp) today and the manufacturer representative (rep) came in and assisted patient with her equipment. Pt stated the cover door on the back of the controller is broken off. Patient stated the rep told her she needs a patient programmer and a rechargeable battery pack. Patient stated that she has had overlapping screens come up 2 to 3 times. Patient stated one time she plugged the controller into ac power and that straightened it out. Patient stated when she took the controller in today she could not get rid of the squiggly screen. Patient stated the controller screen looked like it had 5 layers of stuff on top of one another and she could not read any of it. Patient reported seeing a mes sage to replace the li battery pack. Patient stated they've had trouble charging the implantable neurostimulator (ins) battery in the last month. Patient stated she usually charges at night and she put it on a couple of nights ago and it just did not do anything. Patient tried charging for 1.5 hours and it did not charge at all; ins was not incrementing. Patient mentioned to the rep that the disc that goes under her back was starting to get warm; the recharger telemetry module (rtm) cord is heating up during recharge. Pt did verify on the call that the controller does respond to ac power and the controller battery is taking a charge. A replacement controller and rtm cord were sent out.